Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to ps1k10112021. Expiration date changed from unavailable to 4/11/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from unavailable to 10/11/2020.